Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this reported to ethicon previously? Is there an alleged deficiency against the ethicon products (pds ii polydioxanone suture, monocryl, blake drain)? Does the principal investigator opine that the aes are attributed to the use of ethicon products? If so, can specific patient demographics be provided for the subjects of this article? If so, please include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/ surgical intervention per patient. The product code and lot number. Citation: arch plast surg 2013; 40:117-122; http://dx.doi.org/10.5999/aps.2013.40.2.117 please see attached referenced article. (B)(4).

Event description:
It was reported in journal article title: feasibility of use of a barbed suture (v loc 180) for quilting the donor site in latissimus dorsi myocutaneous flap breast reconstruction authors: dinesh kumar thekkinkattil, tasadooq hussain, tapan kumar mahapatra, penelope louise mcmanus and peter john kneeshaw citation: arch plast surg 2013; 40:117-122; http://dx.doi.org/10.5999/aps.2013.40.2.117. The primary aim of the study was to assess the feasibility of use of barbed v-loc 180 (covedian, (B)(4)) sutures in quilting the back wound and compare the incidence of wound complications with that of conventional quilting sutures with 2 o polydioxanone (pds) ii (ethicon inc., (B)(4)) and secondly to compare the total duration of surgery total of inpatient stay and cost incurred among the two groups. Between january 2009 and january 2011, patients who underwent an autologous or implant assisted latissimus dorsi flap breast reconstruction were included in the study. The study included 57 patients. Of these, 33 patients aged 45 to 61 years had quilting by v-loc sutures and rest 24 patients aged 48 to 59 years had the quilting done by pds ii sutures. In both groups the skin was closed in two layers: a deep layer of 2 o pds ii and a superficial subcuticular layer of 3 o monocryl (poliglecaprone, ethicon). Two suction drains were used in all cases (either a no 10 blake [ethicon] drain or a redi-vac drain), one in the back wound at donor site and second one in the breast. Seroma formation (pds=5, v-loc=11) and superficial wound dehiscence (pds=2, v-loc=3) were reported. Patients who developed seroma formation needed aspiration. Barbed sutures are feasible option for use in quilting the harvest site in latissimus dorsi flap breast reconstruction. The associated wound related complications such as seroma formation and wound dehiscence are similar and comparable with conventional sutures.